Manufacturer narrative:
The concerto coil was returned for evaluation and found to be in a contradictory condition to the reported event. As received, the concerto implant coil found damaged and had lost its original shape but found detached/separated from the pushwire, , which was not originally reported. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The concerto pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional complaint details based on the separated condition of the returned device. The response received from the customer but did not provide any of detail regarding detachment condition. Based on the device evaluation, we were unable to determine the cause of implant coil detachment. It is possible that the implant coil detached from the pushwire during shipping back to medtronic for evaluation. It is possible that the kinks in the pushwire cause the release wire to pull back momentarily, causing the implant coil to detach. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the concerto detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment, this coil not able to load into the microcatheter. The coil found kink. Other coils used and completed the procedure. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire.